Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had just been implanted today ((B)(6) 2022) called gasping and crying out in pain because they were feeling the stimulation going down their leg and that it wasn't like the trial (they stated they trialed for a week). The patient reported they'd previously had a hip replacement and it felt to them like it was messing with the hip in "some kind of way." The patient thought they had already turned it down before but when they connected on the call, the patient gotthe tutorial and stated they must have not turned it down before, because they had only been in the tutorial. The patient was at 1.4 ma on program 4 so it was  suggested to the patient that they could turn it off or decrease the stimulation to where it wasn't painful. The patient turned it down and stated that what it was doing, was almost like a lightning bolt, that one moment they would be fine and then in another moment, "all of a sudden" it would "just shoot." The patient stated they knew what it should feel like and that it should be in the bike-seat region like it was during the trial however it wasn't, it was in their hip and that it "wasn't right." The patient then turned the therapy off and the pain stopped. The patient stated that at that point they thought they were only feeling the pain in their hip from the procedure. The patient stated that after the procedure, the nurse asked the patient if they could feel it in their bike-seat region. The patient told them no, they were not feeling it in the bike-seat region, that they werefeeling it in the hip, but the patient stated they didn't seem too concerned about the issue. Patient services advised the patient to call their managing health care provider (hcp) to report the issue to them. The patient stated they'd called the medtronic representative (rep) who had been at the procedure however sherrie did not answer so they left them a message. The patient stated someone from jfk medical center had called them to see how they were doing and the patient stated they were screaming on the phone in pain and the caller told them they needed to talk to someone, though the patient didn't know who had called, stating they hadn't even been at jfk medical center for the procedure. The patient did want to try the other programs to see if they could find a setting where it was in the bike-seat region so the patient switched first program 1 and increased, but they felt it in the hip. The patient then went to program 7 and they increased and gasped in pain and still felt it in the hip. They then switched to program 6, which they said felt closer because it was not in the hip but in the middle between their butt crack and hip. The patient stated they felt a fluttering on program 5 but they felt it in the same place as they felt it on program 6. The patient tried program 3 and gasped. They said it was not in the bike-seat, but in the butt crack, up high, in the lower back, and not where it was supposed to be. The patient finally switched to program 2 and they stated they felt it the same way as on program 3, in the lower back area and above the tailbone. Patient services advised at this point it would be best to reach out to the hcp regarding the issue and to assess the device. The patient noted they would call the hcp. Patient services also sent a message to the field to alert them of the situation.